Manufacturer narrative:
(B)(4). Concomitant products: mitraclip (cds02st 10284885/(B)(4)). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. The user also reported no issues while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that there were no device issues or challenging anatomy that would have made leaflet insertion or clip implantation difficult, suggesting that the procedural conditions were not a contributing factor in this case. However, both physicians commented that the anterior mitral valve leaflet (aml) ripped out at the same position it had been clipped and part of the anterior leaflet was visible still inside the clip arm that had an oval shaped edge. In this case, it is possible that the slda occurred as a result of the tearing of the anterior leaflet, which may have been due to a combination of the overall pathology of the aml and an interaction with the clip during implantation; however, this cannot be confirmed. Based on the information reviewed and without the product to examine, a definitive cause for the reported slda cannot be determined. There is no evidence of a product deficiency associated with this device. The patient effects of worsening mitral regurgitation (mr) and mitral valve injury/vascular trauma (tissue damage) are listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. In this case, although a definitive cause for the tearing of the anterior leaflet could not be determined, the most probable cause for the increase in mr was likely due to the slda. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed on (B)(6) 2014 and two clips were implanted reducing the functional mitral regurgitation (mr) grade from 3-4 to 1. During the procedure, there were no device issues or challenging anatomy that would have made leaflet insertion or clip implantation difficult. Five days post procedure, the clip detached from the anterior mitral valve leaflet and the patient experienced recurrent functional mr. Two physicians have the opinion that the anterior leaflet was ripped out at the same position that it was clipped and both saw a part of the anterior leaflet still inside the clip arm that had an oval shaped edge. The patient was not symptomatic due to the recurrent mr and was not administered additional medication. Another mitraclip procedure was performed on (B)(6) 2014 and two clips were implanted. The mr grade was reduced from 3-4 to 1. Post procedure, the patient was clinically stable. No additional information was provided.